Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that the tip of the guide wire was advanced extremely distal in the vessel while a stent was deployed, and that there was a lot of pressure applied to the soldered point of the guide wire where upon it separated. The physician stated the guide wire had retrograded [prolapsed] in the anatomy. The separated tip was retrieved from the patient, without further incident, using a snare. No additional event or patient information is available. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
Results and conclusion summation-engineering reviewed the incident information. It is presumed that some force exceeding the strength of the product might have been applied to the prolapsed tip of the guide wire, so that the guide wire became separated; however, it could not be determined, since the device was not returned for evaluation. The warning section of the instructions for use describes "if guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur." "Separation or breakage of guidewire" is described as the possible complications and adverse events.